Event description:
It was reported that during an exploratory laparoscopic procedure, the blade would not release after entering the abdomen. There was no clicking sound heard. There were no patient consequences. Case completed with another device of the same product code. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.